Event description:
It was reported that the patient¿s personal therapy manager (ptm) was malfunctioning on the day of the report; that the ptm gave him an extra bolus. The patient was evaluated on the date of the report, and noted being told by their health care provider (hcp) that he would need to wait 30 minutes after leaving the office. It was reviewed with the patient that the hcp either gave him a bolus or it would be 30 minutes before the new medication prescription started. The patient noted last week he was getting 6 boluses per day, and the previous week he was getting 4 boluses per day. The patient also reported that the ptm was brown from him pushing on it so much. The pump system was being used to deliver fentanyl and clonidine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8780 ,serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).